Event description:
It was reported the camera head had defective cable and an image defect. The issue occurred during preparation for use before an unspecified procedure and was completed using a similar device. There was no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a depressed cable. The event can be prevented by following the instructions for use which state: "-never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. - be careful not to scratch the camera cable with a sharp-tipped instrument. - never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had defective cable and an image defect. The issue happened prior to an unspecified procedure. The procedure was completed using a similar device. There was no patient involvement.

Event description:
No additional information received from customer.